Manufacturer narrative:
The customer¿s report of a tubing separation and leak below the filter was confirmed. Visual inspection showed that the set was separated between the tubing and the bottom of the blood filter drip chamber. Inspection under magnification showed insufficient solvent at the end of the tubing where the separation occurred. The tubing was measured and found to be within specification. Functional testing was not performed due to the separation. The root cause was insufficient solvent having been applied during the manufacturing process.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while preparing a blood transfusion of platelets, the normal saline had been primed and infusing for greater than 10 minutes. The nurse spiked the bag with the platelets then the tubing separated below the filter and leaked. In order to stop the blood from leaking the nurse applied manual pressure to the tubing. There was no patient harm.